Event description:
The technician alleged they received a call from the account to report a problem with a bed. The nurse call for the pt room would not operate with the bed communication cable connected to the wall unit. No injuries reported.

Manufacturer narrative:
The account had replaced all components related to the nurse call system and it still did not function. The tech performed a function check and found that the account never replaced the bed half of the quick disconnect communication cable. The tech replaced the communication cable to resolve the issue.